Event description:
Additional information was received from a healthcare provider (hcp) and a manufacturer representative. It was reported that, per the session report, at refill on 2018-dec-20, they "got out 9cc - consistent." The hcp clarified that the patient had always been off by up to 1.5cc over the times he's had the pump. At refill on 2018-aug-22, refill was 0.5cc less than expected. On 2018-apr-16, refill was 0.1cc less than expected. On 2018-feb-20 refill was 0.3cc less than expected. The cause of the overdose symptoms were not determined. A pocket fill was ruled out. The removed 20ml of drug was confirmed to be the correct concentration. The hcp had not been able to scan the patient again to review and access the logs. The pump was explanted and replaced with a new pump on 2018-dec-28. There were no further complications reported at this time.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who received hydromorphone 40.0mg/ml; 3.968mg/day in an implantable pump for non-malignant pain. The patient presented to a routine refill on (B)(6) 2018 without any symptoms of withdrawal or abnormality. The pump was aspirated and 7.9ml of drug was removed (expected). The pump was refilled under ultrasound to confirm placement in the refill septum. The recommended refill kit was used. The hcp believed the patient somehow received a bolus during the refill as the patient returned to the office less than 5 minutes after refill "overdosed." The hcp administered narcan in the office. The hcp then aspirated 20ml from the pump reservoir, programmed the pump to minimum rate, disabled the patient therapy manager (ptm), and sent the patient to the emergency room. The 20ml of fluid that was aspirated was sent to the lab. The patient was responsive to the narcan. It was noted that during narcan administration, the patient's wife indicated the pump had been alarming "once a week or every other week." Upon interrogation of the pump, no active alarms were seen and the logs were not read (confirmed via session report from (B)(6) 2018). The hcp denied programming error and the long session report confirmed a bolus was not programmed. The audible pump alarm was not heard during refill. The patient was given oral medication following the event and did not feel comfortable refilling the pump. The hcp felt that if the patient were any further, the patient would have died. The hcp planned to replace the pump and send it back for analysis. The pump had never been empty and no volume discrepancies were ever noticed. It was noticed the hcp had seen other volume discrepancies with other patient's, but they were within specifications. Further troubleshooting was not performed due to lack of access to the patient. No further information was provided.